Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported blood glucose results of "11.4 mmol/l" with the subject meter and "5.8 mmol/l" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was observed where error 4 was produced during a control solution test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up #2 (submission 11/27/2012)-device evaluation: lifescan (lfs) received the test strips with the complaint and completed device evaluation on 11/01/2012. The returned test strips passed testing. The alleged complaint was not confirmed. However, as secondary issue was discovered during investigations. An 'error 4' occurred when conducting a control solution test result with the returned test strips. Lfs also received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing.